Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event has been estimated. Date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an unknown lesion. Post implant of the xience prox 2.5 x 38 mm stent, it was noted that the device had expired on june 1, 2018. The stent was successfully placed and the patient is doing well. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis as the stent implant was implanted without any issues noted. It should be noted that the xience prox everolimus eluting coronary stent system electronic instructions for use states: note the product use by date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or original lot that would have contributed to this event. The investigation determined the reported difficulties of device being used after the expiration date appears to be related to user error. There were no specific reported device malfunctions or patient effects associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.